Event description:
Boston scientific received information that during a follow up visit, this device with atrial lead displayed high out of range impedance measurements during the past two months. During the past month, the measurements had increased, however currently the measurement is stable. There was concern of a partial lead fracture. The device was re-programmed from ddd pacing to ddi. The patient paces atrial less than one percent. No abnormal device operation was reported. There were no adverse patient effects.

Manufacturer narrative:
According to available information, this device and lead remain implanted and will be further monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.